Event description:
As reported by the patient's daughter to the edwards implant patient registry (ipr), the "my father died as a result of this valve placement procedure". Review of the patient's medical record revealed the following: pre-procedure cardiac catheterization revealed an occluded ima to lad graft, with a patent radial artery to the lcx system. Multiple stents were placed from his left main down through the lad to re-establish flow to the anterior wall. Subsequently the transcatheter aortic valve replacement (tavr) procedure went well. Over the course of a few days the patient developed some fluid retention and was treated with IV lasix, but there was a failure to improve. He was diagnosed with myocardial ischemia and taken to the cath lab where occlusion of the distal lad was identified. They were unable to advance a wire across the occlusion, therefore he was treated medically for occlusive disease. In the next 24 hours the patient had worsening respiratory symptoms. During evaluation for this he became bradycardic and sustained a cardiac arrest. Despite 45 minutes of CPR and medical resuscitation, the patient passed away. The patient's last echocardiogram showed a normally functioning aortic prosthesis, although worsening ventricular function.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, echo several days post tavr showed a normally functioning aortic prosthesis per the instructions for use, mi and cardiac arrest are potential risks associated with aortic valve replacement and bioprosthetic heart valves. The immediate cause of sudden cardiac arrest is usually an arrhythmia; however, some other conditions that can lead to sudden cardiac arrest include cad, mi, cardiomyopathy, and valvular heart disease. The exact cause of the lad occlusion and cardiac arrest post procedure in this case cannot be confirmed; however, the patient has a history of significant coronary artery disease, including multiple stents implanted in the culprit vessel several days prior to the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.